Event description:
According to the info received, a customer reported a cut-off catheter that cut her when cathing. Other serious (important medical events) was selected because the user reported being cut by the catheter when cathing. The user reported that an x-ray showed an abrasion.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the info received, there was no serious injury. Should the device or add'l info be received, an addendum to this report will be filed.